Event description:
Boston scientific received information that this pacemaker detected high out-of-range (oor)right atrial (ra) lead pacing lead impedance (pli) measurement of 2000 ohms. Additional information obtained from the field representative indicated that the cause of the oor pli was not determined and there were no other clinical observations associated with the impedance issue. The pacemaker was explanted due to change out. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.